Event description:
End-user reports that 3 days ago, they noticed a red area with small bumps, located under wafer's tape border inferior to stoma.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to the end-user, product used in this case are hospital samples, and that their physician has ordered nystatin powder for treatment. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. FDA registration number: (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.